Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer¿s blood glucose was 147 mg/dl. Reportedly, the customer filled the cartridge with cold insulin. Tandem technical support educated the customer this was off-label. Reportedly, the customer continued using the existing cartridge for insulin therapy.